Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's right ventricular lead presented with noise which was suspected to be due to lead damage and was confirmed on an automatic mode switch episode. No intervention was reported. There were no patient consequences.